Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation into this incident, a technical support specialist was informed by the customer that the station was loading for about 6 hours, waited until it became available to access again. The system functioned as intended after the issue was recovered automatically and confirmed by the customer.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the station was not starting up. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.